Event description:
It was reported that the pacing system analyzer was exposed to electrocautery and exhibited no output. The patient was asystolic for 2 to 3 minutes. The patient received cardiopulmonary resuscitation and medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.